Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specifications. No failed battery test alarms noted. However, the unit was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No trace of moisture at the electronic or motor assemblies was found. The unit was received with cracked case at display window corners, reservoir tube and battery tube threads, and minor scratched display window.

Event description:
Customer called to report the insulin pump was scrolling up without input. The customer also received a failed battery test alarm after taking the battery out to rest the insulin pump. Blood glucose reading was 112 mg/dl. The insulin pump had been exposed to water. Advised that the insulin pump will be replaced. Nothing further reported.